Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had fallen and broken their arm. The customer states they had high blood glucose of 415mg/dl. The customer's most current level was 225mg/dl. The customer declined to troubleshoot for the highs.